Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found a leaking stat syringe assembly [part 7-77650-05] on the analyzer. The leaking syringe was considered the likely cause of the discrepant results. The stat syringe assembly [part 7-77650-05] was replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included complaint text review, a search for similar complaints, device history review, labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through part replacement. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely positive cardiac troponin-I results while using the architect i2000sr analyzer. Sid (B)(6) initial 0.610 ng/ml (positive), repeat on the same analyzer 0.023 ng/ml (negative), repeat on a different analyzer 0.017 ng/ml (negative) no impact to patient management were reported.